Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that a dye study was performed, and no problems were found with pump components. Drug concentration had been increased 3 times while the dosage remained the same. The caller requested bigger ptm doses, but the nurse said there was a note on file not to do anything else for this patient.

Event description:
Additional information was received from a consumer. It was reported that the patient was waiting on medical records, which they picked up and would use to respond to follow up. It was stated that the patient believed that over time the amount of drug removed at refills could equal 2 full pumps of ¿wasted¿ drug. It was stated that the patient can¿t work but doesn¿t get disability, so their wife has to pay for the medicine. It was reported that the patient has refills every 60 days or 6 weeks. The caller stated that they think the issue began when they switched from the 20 ml pump to the 40 ml pump. It was reported that the patient used to have refills every 145 days and 2cc would be removed at refills. It was stated that sometimes the patient would have the same drug in the pump of 6 months. It was initially reported that the issue began with the past 2+ refills and later stated it had been going on for almost a year. The volume discrepancy was reviewed and stated that they¿ve been pulling out 8.6 or more cc¿s. Examples of volume discrepancy were given. It was stated that the only time that 2cc was pulled out since the issue began the patient had let the pump sound the low reservoir alarm before getting a refill. On (B)(6) 2020 they expected 6.6 and actually got 9.0. It was stated that the patient was using all boluses every day. It was also stated that this refill was 11 days after their original refill date and that other times the patient has waited 9 days after the refill date, ¿even jacked up from 6 or 7¿. On (B)(6) 2019 they expected 12.7 and actually got 14.0. On (B)(6) 2019 they expected 8.3 and actually got 10.5.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from the patient who reported that he believed that he may have been going through some withdrawals, because he would wake up shaking in the middle of the night. He had gone to the hospital for the symptoms and felt that he was brushed off. He also felt that even though the dye study showed the drug was flowing he was still concerned about the amount of drug that was being taken out of the pump and wasted at refills. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving unknown drug via an implantable infusion pump. It was reported that for about the past year the patient was having a problem with pump having too much medicine left in it at time of refills. It was noted that the healthcare provider (hcp) did not think there was a problem but they were pulling 10,12,14 cc of medicine during appointments. The caller stated that she would experience withdrawals in the middle of the night. It was reported that the last refill was supposed to be on may22 (it changed to june 8) and when the patient went in on june 1 they pulled 9cc of medicine. The caller stated that he thought that something was wrong with the pump and they are going to do a dye test. No further complications have been reported as a result of this event.